Manufacturer narrative:
Philips has investigated the reported problem. According to the information collected, the longitudinal c-arm movement of the system was unavailable. Log file analysis could not confirm a root cause of the issue, which could have been caused by a malfunction or adjustment of movement, or by an external collision. A philips remote service engineer (rse) examined the system remotely and confirmed that after a restart the system returned to expected functionality. No reoccurrence was reported. The system has been returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized longitudinal stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are described in the instructions for use (IFU). Additionally, the IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing for the procedure to proceed. A situation in which the system longitudinal movement is unavailable, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that c-arc was not working. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.